Manufacturer narrative:
On (B)(6) 2023, the field service engineer (fse) found a collapsed bearing that could cause fluctuations in reagent pipetting. The fse replaced the syringe assembly and confirmed the module was operating within specification. Reagent issues were excluded as the customer has not complained of any further issues and the correct repeat result was received using the same reagent. Based on the information provided, the specific cause of the event could not be determined.

Manufacturer narrative:
On (B)(6) 2023 the field service engineer (fse) replaced the rinse tubing and all probes. The probes, gear pump, and cuvette rinse level were adjusted. The investigation is ongoing. H3 : na.

Event description:
The initial reporter stated they received discrepant high results for an unspecified number of patient samples tested with the albt2 (tina-quant albumin gen.2) assay on a cobas c 501 module. Of the data provided, 8 patient samples received discrepant results with the albt2 (tina-quant albumin gen.2) assay on a cobas c 501. Patient sample 1 initially resulted in an albt2 value of 34.5 mg/l and repeated as 9 mg/l. Patient sample 2 initially resulted in an albt2 value of 29.8 mg/l and repeated as 17 mg/l. Patient sample 3 initially resulted in an albt2 value of 36.9 mg/l and repeated as 5 mg/l. Patient sample 4 initially resulted in an albt2 value of 39.5 mg/l and repeated as 26 mg/l. Patient sample 5 initially resulted in an albt2 value of 53.9 mg/l and repeated with albt2 values of 28 mg/l and 29 mg/l. Patient sample 6 initially resulted in an albt2 value of 23.9 mg/l and repeated with albt2 values of 8 mg/l and 7 mg/l. Patient sample 7 initially resulted in an albt2 value of 73.7 mg/l and repeated as 46 mg/l. Patient sample 8 initially resulted in an albt2 value of 25.0 mg/l and repeated as 4 mg/l. The questionable results were reported outside of the laboratory. The albt2 reagent lot number was 687685. The expiration date was not provided.